Event description:
The pt had gastric bypass surgery and had not been taking diabetics meds due to post-op instructions. Pt was to only take meds if blood glucose rose above 120 mg/dl. They used the device and glucose results were above 200 mg/dl. They took meds and had hypoglycemic symptoms. Pt was taken to the e.r. And glucose was 20 mg/dl. Pt was treated with d50 and d10. Level one glucose control was out of range on the system. The device was replaced and requested to be returned for evals.